Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother of a customer reported via phone call of being hospitalized for high blood glucose of 421mg/dl and diabetic ketoacidosis. Customer treated with pump. Troubleshooting found that the infusion set may have been partially occluded. It was also found that the pump alarmed battery out limit. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. Customer declined to perform a high pressure test and was advised to call back if further assistance is needed as it appears that the pump is operating as designed.